Event description:
The customer states that the dobhoff stylet feeding tube was inserted into the lung. During the first attempt, the user was unable to insert the tube into the esophagus and the co2 detector was yellow at 30 cm so the tube was not advanced. A second placement attempt was made and the co2 detector was yellow at 30cm. A final attempt was made at 30 cm and the co2 detector remained purple; the tube was advanced to 68 cm. A chest x-ray confirmed that the tube was placed inside the lung.

Manufacturer narrative:
Sections have been updated to reflect the correct product code and the correct patient code and device code. Suspect medical device was updated from an unknown co2 detector to an unknown dobhoff feeding tube with stylet along with the appropriate reported lot number. Device MFR have been updated to reflect the appropriate manufacturing site located for the product involved in the event.